Manufacturer narrative:
Device evaluation summary: the pressure solenoid (psol) pcb (printed circuit board) was returned to medtronic for failure investigation. A visual inspection was carried out on the returned psol pcb, no anomalies were observed. The psol pcb was assembled into the failure investigation test-bed device for analysis. The fi test-bed device was powered on. The fi test-bed device failed post. Error codes were generated and the fault was isolated to component u37. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during servicing, the 740 ventilator generated an alarm after powering on the device. It was noted that the post (power on self test) passed, but the device was unable to perform the maintenance. The ventilator was not in use on a patient at the time of the reported event.